Manufacturer narrative:
It was reported to abbott, a drg revision was scheduled to address lead migration. Per the communication hub, both s2 leads had migrated. The revision took place where both s2 leads were revised. The lumbar leads were untouched. There were no complications and effective therapy was restored. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.

Event description:
Related manufacturer reference number: 1627487-2023-02596. It was reported that the patient's s2 leads had migrated. Surgical intervention occurred where the leads were explanted and replaced to address the issue.